Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported inconsistent readings on low cylinder patients during pseudophakic readings with analyzer. Analyzer system was abandoned and surgery was completed using pre-operative plan. This occurred during a cataract surgery when the intraocular lens (iol) was in place. System was used to position a toric iol. Upon follow up, patient was not harmed and no indication that the patients outcomes were adversely affected was reported. This is one of two related reports for the same facility. Another report will be filed for the related file.

Manufacturer narrative:
The reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).